Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedances throughout the life of the right ventricular (rv) lead. At implant the shock impedances were 84 ohms and current shock impedances have been consistently 150-160 ohms. There was no evidence of oversensed noise and no adverse patient effects were reported. This ICD has never delivered a shock. Boston scientific technical services (ts) recommended isometrics and pocket manipulation to rule out any lead integrity issues. Ts also recommended performing a high energy shock to identify the true shock impedances. The patient will be brought into the clinic to perform the recommended troubleshooting.